Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and frozen screen. The customer's blood glucose value was 61 mg/dl. The customer stated that none of the buttons are working. The customer stated that he might have hit the pump against something. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No frozen screen noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corners.